Event description:
Hp-sparks or flames. On march 3, 2008, homedics became aware of subrogation claim for fire damage. It has been claimed that two heating pads and one electric blanket were operating at the time of loss on the consumer's bed. In which one of the items allegedly caused a fire. Homedics has not received the heating pad for our eval. We have requested the fire marshall's report, since there is some discussion and evidence that none of the three items in question are actually the cause of the fire. The MDR is being filed 5 months after the receipt of the complaint due to the complexity of the claim and our attempt to determine if our product contributed to the incident, or just happened to be in the same place at the same time. We will continue to investigate, and send any appropriate updates.